Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and a shock for ventricular tachycardia (vt). The therapy that was delivered accelerated the rhythm into ventricular fibrillation, and the patient was hospitalized. The patient later underwent an ablation procedure for treatment of their vt. The ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and a shock for ventricular tachycardia (vt). The therapy that was delivered accelerated the rhythm into ventricular fibrillation, and the patient was hospitalized. The patient later underwent an ablation procedure for treatment of their vt. The ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the patient had pericardial effusion as a result of an ablation procedure for treatment of vt. The pericardial drain was stripped with the expulsion of several clots. The ICD remains in service. No additional adverse patient effects were reported.